Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex061503c vascular and biliary stent allegedly experienced fracture and material twisted/bent. This information was received from one source. The event involved a patient with no known impact to the patient. The 78 year old female patient was 70 kgs.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The pro code for the lifestent vascular stent system products is identified in d2. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however, the photo and video were provided and reviewed. Therefore, the investigation is confirmed for the reported fracture and material twisted/bent. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent stent system products that are cleared in the us. The pro code for the lifestent vascular stent system products is identified. As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for evaluation; however, the photo and video were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ex061503c vascular and biliary stent allegedly experienced fracture and material twisted/bent. This information was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) kgs.